Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration anatomic shell size 56 right; cat # 504-02-56d-r; lot # h500ttr, gap plate screws; cat # 2080-0035; lot # x48tx0, gap plate screws; cat # 2080-0030; lot # 2h7lyx, gap plate screws; cat # 2080-0015; lot # 3v19d8, gap plate screws; cat # 2080-0025; lot # k034dr,and gap plate screws; cat # 2080-0020; lot # 657ywr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pt presented with symptoms of an infection. I&d, poly-swap, and placement of antibiotic beads. No complaints filed against the components themselves." Spoke to rep, who provided usage sheets from the current and prior (revision of competitor implants) surgeries. Rep confirmed no further information will be released by the hospital or surgeon.